Event description:
In 2009, the lay user/reporter in ireland contacted lifescan (lfs) to report the pt obtained inaccurately low readings using the one touch ultra test strips in the abbott optium xceed meter. On the next day, the technical service rep spoke with the reporter to obtain and verify info on behalf of the sr medical surveillance specialist. The pt owned both a one touch ultra meter and an abbott optium xceed meter. Since early 2009(approx seven months prior), the pt used the one touch ultra test strips in the optium xceed meter to test her blood glucose levels. The pt inappropriately used the reported test strips with another MFR's meter, and obtained blood glucose readings ranging between 2.0 mmol/l and 7.0 mmol/l, which she claimed were inaccurately low. Based on the low blood glucose readings, the pt decreased her doses of novorapid insulin. Beginning in early of the original month, the pt experienced the symptoms of feeling unwell, nausea, severe abdominal pain, weight loss, and being "at the point of collapse". On an unspecified date the same month, the pt's parents tested her for urinary ketones, and when that test was positive, brought the pt to the ER. The pt's blood glucose level was tested to be "between 20.0 mmol/l and 30.0 mmol/l" (360 mg/dl, 540 mg/dl), and her hgb a1c level was 14.9%. The pt was admitted to the hospital for one week, with a diagnosis of diabetic ketoacidosis (dka). The pt was treated intravenously with insulin and fluids. During the pt's hospital stay, the nurse discovered the pt was using the reported one touch ultra test strips with the optium xceed meter. The pt takes novorapid insulin on a sliding scale based on meter blood glucose readings. Lfs provides validated recommendations for safe and effective use of lfs products, and the one touch meters incorporate error-trapping routines to protect the user from obtaining results with non-lfs test strips. The optium xceed meter has been shown to be able to provide false results when used with ultra test strips. The pt used the reported test strips with another MFR's meter. The pt allegedly suffered dka after decreasing her insulin doses based on inaccurately low readings obtained using the reported test strips with another MFR's meter, and received emergency medical attention and treatment with insulin. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.